Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a b30 (scope communication) error was not confirmed. In addition, the scope socket was bad (locking mechanism not protecting the pins). The non-olympus lamp life meter was reading over 500+ hours. The lamp life has expired. There was a minor scratch on top cover, a fracture, and dent on the front panel mouth. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, during an unspecified procedure, the evis exera iii xenon light source displayed a b30 (scope communication) error. There was no report of patient harm associated with this event. Additional information was requested regarding the reported event; however, no additional information was known. While consulting an olympus representative, the customer mentioned two scopes were displaying a b30 error. The customer was advised to try using a light source socket cleaning kit. After using the cleaning kit, the scope was still getting pixilation then a b30 error. It was advised the devices be sent in for repair.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor field performance for this device.